Event description:
The complaint is reported as: the unit is not heating prior to use on a patient. No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test; however it was not able to navigate through the power-on self-test. Both the column temperature and the airway temperature lights flashed red indicating there was a temp probe problem. The unit was opened and it was discovered that the harness connected to the temp probe port was disconnected. It was reconnected and again the unit passed the initial power connect test. The unit was now able to navigate through the power-on self-test. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit had a harness connection unplugged. This unit was refurbished in (B)(6) 2018 - it is unlikely that the manufacturing site disconnected the harness during the refurbish process and the customer hasn't used it for the last two years. More likely is that the customer opened the neptune and unintentionally left the harness disconnected. Based on the investigation performed, the reported complaint was confirmed. The investigation revealed the harness was unplugged. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The root cause for the failure is user error.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: the unit is not heating prior to use on a patient. No patient involvement.